Event description:
It was reported that during a transurethral prostate procedure the surgical fiber had no signal and switched to pulsed light mode and it was noted that the console went to standby mode. The procedure was completed with a different device. Patient outcome: stable; no injury reported. The fiber will not be returned as it was disposed of by the customer.